Event description:
It was reported that upon deployment, the stent graft moved and went into the pulmonary artery. Reportedly, the procedure included treatment of a lesion at the venous anastomosis in an av graft in the patient left upper arm. Reportedly, the physician pre-dilated the lesion. Subsequently, the physician deployed the stent graft at the target site without any difficulties. Approximately 20 seconds post deployment, the stent graft floated into the pulmonary artery. The patient was transferred to the radiology dept and an attempt to remove the stent graft endovascularly was performed. The physician was able to snare the stent graft to the right femoral vein. Once at the femoral vein, the physician attempted to remove the stent graft through a 12f sheath introducer. However, the stent graft could not be pulled into the introducer. The physician performed a cutdown procedure and the stent graft was removed. Reportedly, the patient was stable; however, was kept overnight for observation.

Manufacturer narrative:
The delivery system and the stent graft were discarded by the user facility. Therefore, not available for evaluation. The event investigation is currently underway.